Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 499 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation however was unable to complete the boot up process due to frozen display, fault isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or test for reported harm due to frozen display. (B)(4).